Event description:
A report was received that the patient had an infection at both pocket and lead sites. Symptoms were redness, swelling, pain and drainage on both sites. The physician believed that the infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.